Event description:
It was reported that the manufacturer representative (rep) wanted to simply ask if the 1x4 on point lead was still available as the healthcare provider (hcp) called the rep asking if it was. They asked because, they planned to do a revision on a patient. The rep was unable to meet with the hcp due to an emergency surgery. The rep would follow-up with the hcp. Further information regarding patient information, reason for the revision, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3987a, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).